Event description:
The patient reported developing scar tissue following an unspecified duration of pod wear, noting that the scar tissue was associated with decreased insulin absorption. Reportedly, this issue led to blood glucose levels increasing to approximately 300 mg/dl. The infusion site location was not specified. No additional information was provided regarding symptoms or treatment for the skin condition, and no medical intervention for the elevated blood glucose levels was reported. The patient reported discontinuing omnipod use and transitioning to diabetes management with multiple daily injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.